Event description:
During a laparoscopic sigmoid resection with transanal eea anastomosis, 2 ends of the eea were connected. Stapler was fired. Air leak test performed, and there was an air leak at the 11 o'clock position. Three sutures were then placed at the site. Air leak test performed again, negative. No harm. Product returned to vendor.